Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.50. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 -13.50 diopter implantable collamer lens in the patient's left eye. The lens was damaged during injection into the eye. The lens was removed and replaced with another same model and size during the same procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. Corrected data: (B)(4). Claim # (B)(4).